Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient had been hospitalized for fainting and seizures. During follow up the patient's nurse reported the patient had been treated for low magnesium. The patient had experienced symptoms 1 to 2 hours following treatment. The patient's dialysis prescription was adjusted to include normal magnesium solution instead of low. The patient had similar events in the past that occured in (B)(6) 2017 but specifics were not available.